Event description:
A hydra jag was used for therapeutic purposes. During the procedure, while trying to remove balloon over the wire, it was noted that the plastic sheath covering guidewire was peeling off. The balloon was cut from the wire and the guidewire was removed from the scope.